Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a severe infection and was in the hospital for several days. Her blood glucose at the time of reporting this was 91 mg/dl. No further details available.